Manufacturer narrative:
Upon receipt of additional information from the site, it was determined that the reported pseudoaneurysm was pre-existing in nature and remains untreated. The pre-existing pseudoaneurysm was not related to use of the implanted gore® tag® conformable thoracic stent graft with active control system. Based on the additional information, this event no longer meets the definition of a reportable adverse event per the worldwide regulatory reporting guidelines for this device. Therefore, this report will be retracted and the reportability determination for this device will be updated to non-reportable. H.6. Investigation conclusions: code d16 updated to code d14.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) and a gore® tag® conformable thoracic stent graft with active control system in the aaa1701 tambe pivotal study. On (B)(6) 2023, a pseudoaneurysm was reported in the patient's thoracic aorta. Upon follow-up with the site it was confirmed that the small, saccular, proximal pseudoaneurysm was pre-existing in nature and was left untreated at the time of the index procedure to reduce the risk of spinal ischemia. The physician reported that the aneurysm is too small to carry any risk of rupture, and thus remains untreated. The pre-existing proximal pseudoaneurysm will continue to be monitored by the site.

Event description:
On (B)(6), 2023, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) and a gore® tag® conformable thoracic stent graft with active control system in the aaa1701 tambe pivotal study. On (B)(6) 2023, a pseudoaneurysm was observed in the patient's thoracic aorta. No treatment has been performed. The event is ongoing.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.